Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, when closing the fascia, the thread and needle separated/ detached. The needle fell into the patient's cavity and was retrieved using a laparoscopic hand instrument. An x-ray was performed to locate the needle.